Event description:
It was reported that on (B)(6) 2020 primary surgery was performed and on (B)(6), patient presented pain and restricted movement. X-rays showed that the nail implanted broke and a revision surgery was performed on (B)(6) 2020 to remove the implant. The reason for the broken nail is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore product analysis could not be performed. The clinica/medical team concluded, according to the analysis provided by the surgeon, the single undated, unlabeled x-ray confirms the nail breakage and a non-union of a femoral fracture. However, without the requested clinical information, operative report, pre/post procedure radiographs, bone health, trauma history, impact loading or the device the root cause of the nail breakage cannot be determined. We cannot rule out persistent non-union of the femoral fracture, weight bearing activity and the patient¿s body habitus of 105kg (231 pounds) as a contributing factor to the implant breakage. The impact to the patient beyond the 30-minute procedural delay, pain, restricted movement, nail breakage and the revision cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.